Manufacturer narrative:
(B)(4). Date sent: 3/30/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Please provide the account/facility name. Did the clip not hold on the vessel or tissue once placed? Did any piece detach/fall into the patient? If yes, was the piece retrieved? If yes, was the piece retrieved? If yes, is the piece returning or was it discarded? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, one of the clips broke when placing on a vessel before transection. There was no patient consequence reported.